Event description:
After the surgeon inserted the stapler through the trocar, the stapler would lock and not work. It was reported that the surgeon did prime the stapler once. This device was replaced with a new one and it malfunctioned also.